Event description:
Pt in gi suite in 2008 for 24 hour ph study; pt returned the next day to have catheter removed and info downloaded to digitrapper to obtain results; digitrapper unable to download results.